Event description:
This rv lead was implanted on (B)(6) 2004 and remains implanted this time. A call was placed to technical services on (B)(6) 2017 stating that while interrogating, the patient gets diaphragmatic stimulation .no physician or hospital known. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).